Event description:
It was reported that the patient was experiencing a loss of therapeutic effect. The patient noted: "I'm not feeling the pulsation for over a month now, and I've been trying to use the programmer but it's not working". Patient injury was noted. The patient stated: "I feel that my implant has moved and is up higher. I had a fall on (B)(6) 2014 and I broke my arm and hurt my leg and hit my head and hip". "I didn't use the stimulator because I was in such terrible pain and just about a week or 10 days ago, I got the programmer out again because I have been having such a problem with leakage but the controller isn't connecting. The patient was not able to make adjustment with antenna attached. It was noted: won't do telemetry with antenna, appeared to have occurred through product use. The patient was getting a poor communication screen when using the programmer with the antenna. The patient was only able to make a connection without the antenna. Stimulation was on and she was at 5.2. The patient increased stimulation and stated she could feel it s lightly. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3 889-28, lot# va005s0, implanted: (B)(6) 2012, product type: lead. (B)(4).